Event description:
Manufacturer ref#. (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer and internal leakage test during pre-use check. Our field service engineer confirmed that a pressure transducer printed circuit board (pcb) was faulty. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).